Manufacturer narrative:
According to the hospital, this radiotherapy treatment fraction was repeated at a different day. There has been no injury or adverse clinical effect reported by this or any other hospital. There is no indication of a malfunction or a quality or performance issue with the brainlab device, and according brainlab measures to reduce the risk to be as low as reasonably practicable are already in place regarding this issue. The brainlab device works according to specification. Brainlab is in continued contact with the responsible manufacturer of the linear accelerator for further cooperation regarding this issue.

Event description:
A fractionated stereotactic radiotherapy treatment using the brainlab m3 micro-mlc shaping the beam of the linear accelerator was planned for a patient: 3 radiation fractions in 3 days; 12 gray in 3 days, 4 gray per day. The treatment fraction of the last day was irradiated with the internal mlc of the linear accelerator inadvertently closed. The inadvertently closed internal mlc of the linear accelerator blocked the intended, shaped radiation from the patient. According to the hospital, this radiotherapy treatment fraction was repeated at a different day.